Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: us157854 m2a-magnum pf cup 54odx48id lot#: 091350, catalog#: 139254 m2a-magnum 42-50mm tpr insrt-3 lot#: 309920. The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2022-00709, 0001825034-2022-00710.

Event description:
It was reported that the patient underwent a revision procedure of the right hip approximately ten (10) years post implantation due to metallosis, osteolysis, pseudotumor, and damage to the abductor muscles. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
It was reported that the patient underwent a revision procedure of the right hip approximately ten (10) years post implantation due to metallosis, osteolysis, pseudotumor, and damage to the abductor muscles. During the revision, extensive osteolytic defects were noted but implants were well-fixed. Adhesions and scarring from the metallosis and pseudotumor were debrided from the cup and pelvis, and the avulsed abductors were repaired. The cup and shell were left intact, and the head was replaced with a mixed manufacturer dual mobility combination. No further complications were noted. No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - head. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: severe osteolysis with metallosis with pseudotumor, well fixed femoral and acetabular components. Extensive osteolysis around acetabulum and femur with large lesions. Chronically avulsed abductors sitting under the pseudotumor, retracted, and scarred to the it band and ileum. Femoral head removed with metallosis noted in the region but no severe damage noted. Adhesions released from the cup, devitalized or dysvascular tissue debrided. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.